Event description:
The patient was on bipap. (Fisher paykel airvo 2, airspiral tube) the rt (respiratory therapist) caregiver went to place the patient on heated high flow when it was noticed that the circuit was melted onto the patient¿s sheets. The caregiver also observed a towel was covered over the circuit and the heated highflow circuit was still on. The caregiver replaced the circuit and reported to the supervisor. The rn (registered nurse) was notified. The patient was observed, no harm to the patient. The sheets were changed, and bipap and device was changed. The device was sequestered and tagged.